Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead had a high capture threshold and a low sensing value. Diagnostic imaging confirmed that the rv lead was dislodged. The physician elected to cap the lead and implant a new rv lead to resolve the event. No additional patient consequences were reported.